Manufacturer narrative:
The report of ¿pain at ipg site¿ was not confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. The report of ¿ineffective therapy¿ was confirmed. Microscopic inspection of lead b found an area where all internal wires were broken. The cause of the fractures are unknown. As the patient did not report any falls, accidents, or trauma.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported the patient was experiencing ineffective therapy. As a result, surgical intervention was undertaken in (B)(6) 2024 wherein the full drg system was explanted to address the issue.

Manufacturer narrative:
Correction section e: physician and facility information updated.